Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed charge and boot. The receiver was opened for an interior visual inspection which passed. The battery was swapped out and the receiver powered up. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and it passed. The complaint of receiver initialization without a manual restart could not be confirmed. The probable cause could not be determined.

Manufacturer narrative:
Com(B)(4)